Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was under pacing resulting in a heart rate of 30 bpm, which was below the programmed lower rate of the device. A lead integrity alert (lia) was also falsely triggered due to oversensing of the patient's atrial flutter. All electrograms looked clean with no lead issues observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.